Manufacturer narrative:
Product is not returned as it is still in service. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the patient experienced chest pain and an echocardiogram confirmed effusion due to perforation of the heart wall by this right ventricular (rv) lead. The lead also exhibited increased pacing impedances and pacing thresholds. This lead was successfully repositioned. Intravenous (IV) antibiotics were provided. No additional adverse patient effects.

Manufacturer narrative:
Correction: h10 field. Additional MFR narrative: explanation of patient code 3191 was omitted in the initial report. "Patient code 3191 captures the reportable event of surgery.". Product is not returned as it is still in service. No further information concerning this report is available at this time. This investigation will be updated should further pertinent information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the patient experienced chest pain and an echocardiogram confirmed effusion due to perforation of the heart wall by this right ventricular (rv) lead. The lead also exhibited increased pacing impedances and pacing thresholds. This lead was successfully repositioned. Intravenous (IV) antibiotics were provided. No additional adverse patient effects.